Event description:
A patient reported blood glucose results of 90 mg/dl, 141 mg/dl, and 120 mg/dl with a lifescan meter, performed within 10 minutes of each other. The customer service representative walked the patient through two consecutive control solution tests and both results fell outside the specified range. Meter and test strips were replaced.